Manufacturer narrative:
Batch review performed on (B)(6) 2021. Lot 2100433: 112 items manufactured and released on 11-mar-2021. Expiration date: 2026-03-01. No anomalies found related to the problem. To date, 10 items of the same lot have been already sold without any other similar reported event. Additional items involved in the event, batch review performed on (B)(6) 2021. Reverse shoulder system 04.01.0007 std humeral diaphysis - cementless - 12 (k170452) lot. 1902896 lot 1902896: 40 items manufactured and released on 05-jun-2019. Expiration date: 2024-05-13. No anomalies found related to the problem. To date, 26 items of the same lot have been already sold without any other similar reported event. Reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) lot. 2003864a lot 2003864a: 94 items manufactured and released on 22-dec-2020. Expiration date: 2025-12-10. No anomalies found related to the problem. To date, 45 items of the same lot have been already sold with another similar reported event.

Event description:
The patient had primary reverse shoulder surgery on (B)(6) 2021. Subsequently, on (B)(6) 2021, the patient underwent revision surgery following dislocation of the liner from the glenosphere. The surgeon revised the liner and metaphysis. Presently, 4 days after the previous surgery, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause of the dislocation is unknown. The patient's humerus was fractured while performing a reduction. The surgeon revised all implants and repaired the fracture and the surgery was completed successfully.